Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "aiming beam fires straight out of fiber". A second fiber was used to complete the procedure. Patient outcome: "no injury" reported. .